Manufacturer narrative:
See related regulatory reports 2029214-2018-00869, 2029214-2018-00870, 2029214-2018-00872, 2029214-2018-00873. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there were issues involving a case involving 1 fc, 3 ss, and 5 es coils. It was reported that when they attempted to deploy the fc and 3 ss coils the had a major detachment issue with each one. Each coil eventually detached but not without a lot of effort. It was noted that they would try the detacher 1 or 2 times, then break the back end failsafe, but the devices would still not detach. To finally get the coils to detach the physician had to continuously break more and more of the back wire. It was confirmed that the deployment was done correctly, they t'd up the coil nicely, used two hands, and made sure the wire was seated inside the detacher well. The issue persisted even after changing the detacher wires. It was also noted that on some of the coils the detachment zones were different, with some having a longer stripe more proximal and the shorter stripe distal and vice versa.